Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("device migration / device malposition") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), cyst ("cysts"), amnesia ("memory loss"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. At the time of the report, the fallopian tube perforation, uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, abdominal pain, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, cyst, amnesia, dyspareunia, fatigue, depression and anxiety outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), device dislocation ("device migration / device malposition"), genital haemorrhage ("abnormal bleeding (general)") and bacterial colitis ("shigella colitis") in an adult female patient who had essure (ess205) (batch no. 12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "they were having a hard time placing the essure device in one of my fallopian tubes". The patient's past medical history included loop electrosurgical excision procedure in 2000, oral surgery, heartburn and pap smear abnormal. Concurrent conditions included dysfunctional uterine bleeding, menometrorrhagia, vaginal bleeding, abdominal pain, abdominal cramps, diarrhea, blood in stool, vomiting, blood in stool, anemia and hypocalcemia. Concomitant products included doxycycline, medroxyprogesterone (depo provera), metronidazole (flagyl) and omeprazole. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), micturition urgency ("bladder or urinary problems or changes: urinary urgency "), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence "), mood swings ("hormonal changes; mood swing"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive condition; gerd"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bacterial colitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), menorrhagia ("persistent increased menstrual flow"), cyst ("cysts"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), tooth extraction ("dental problems"), hiatus hernia ("hiatal hernia"), pelvic pain ("pain"), affective disorder ("persistent mood disorder"), post-traumatic stress disorder ("ptsd"), weight decreased ("weight loss"), uterine leiomyoma ("fiboid uterus"), ovarian cyst ("ovarian cyst"), vertigo ("vertigo"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, bacterial colitis, abdominal pain, abdominal pain lower, hypoaesthesia, paraesthesia, cyst, amnesia, dyspareunia, depression, anxiety, vaginal haemorrhage, micturition urgency, urinary incontinence, tooth extraction, hiatus hernia, mood swings, bacterial vaginosis, urinary tract infection, nausea, pelvic pain, affective disorder, post-traumatic stress disorder, vaginal discharge, weight decreased, uterine leiomyoma, ovarian cyst, vertigo, female sexual dysfunction and vulvovaginal pain outcome was unknown, the back pain, headache, migraine, dysmenorrhoea, fatigue and gastrooesophageal reflux disease was resolving and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, affective disorder, amnesia, anxiety, back pain, bacterial colitis, bacterial vaginosis, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, hypoaesthesia, menorrhagia, micturition urgency, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, post-traumatic stress disorder, tooth extraction, urinary incontinence, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: they were having a hard time placing the essure device in one of my fallopian tubes. Findings: re-demonstration of essure protruding from left fallopian tube. 5 coils visualized in ostium on right, 4 coils visualized on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2005: total bilateral occlusion. (B)(6) 2014: surgical pathology report uterus, bilateral tubes, hysterectomy and bilateral salpingectomy: - cervix with chronic cervicitis. - endometrium with atrophic endometrial glands and decidualized stroma, consistent with exogenous hormone effect. - myometrium with adenomyosis and leiomyoma. - left fallopian tube with endometriosis and adenomatoid tumor. - unremarkable right fallopian tube coils in place in right and left fallopian tubes. 5 coils visualized in ostium on right, 4 coils visualized on left. Most recent follow-up information incorporated above includes: on 26-jun-2018: reporters added and updated patient demographics. Concomitant condition and laboratory data were added. Added lot number. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("preforation of the uterus"), device dislocation ("device migration / device malposition"), genital haemorrhage ("abnormal bleeding (general)") and shigella infection ("shigella colitis") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included loop electrosurgical excision procedure in 2000, oral surgery, heartburn and pap smear abnormal. Concurrent conditions included dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included doxycycline, medroxyprogesterone (depo provera), metronidazole (flagyl) and omeprazole. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("severe menustral cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), micturition urgency ("bladder or urinary problems or changes: urinary urgency "), urinary incontinence ("bladder or urinary problems or changes: urinary incontinance "), mood swings ("hormonal changes; mood swing"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive condition; gerd"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), shigella infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), menorrhagia ("persistent increased menustral flow"), cyst ("cysts"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), tooth extraction ("dental problems"), hiatus hernia ("hiatal hernia"), pelvic pain ("pain"), affective disorder ("persistent mood disorder"), post-traumatic stress disorder ("ptsd"), weight decreased ("weight loss"), uterine leiomyoma ("fiboid uterus"), ovarian cyst ("ovarian cyst"), vertigo ("vertigo"), female sexual dysfunction ("apareunia(inability to have sexual intercoarse)") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, shigella infection, abdominal pain, abdominal pain lower, hypoaesthesia, paraesthesia, cyst, amnesia, dyspareunia, depression, anxiety, vaginal haemorrhage, micturition urgency, urinary incontinence, tooth extraction, hiatus hernia, mood swings, bacterial vaginosis, urinary tract infection, nausea, pelvic pain, affective disorder, post-traumatic stress disorder, vaginal discharge, weight decreased, uterine leiomyoma, ovarian cyst, vertigo, female sexual dysfunction and vulvovaginal pain outcome was unknown, the back pain, headache, migraine, dysmenorrhoea, fatigue and gastrooesophageal reflux disease was resolving and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, affective disorder, amnesia, anxiety, back pain, bacterial vaginosis, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, hypoaesthesia, menorrhagia, micturition urgency, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, post-traumatic stress disorder, shigella infection, tooth extraction, urinary incontinence, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: they were having a hard time placing the essure device in one of my fallopian tubes.findings: re-demonstration of essure protruding from left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2005: total bilateral occlusion. (B)(6) 2014: surgical pathology report. Uterus, bilateral tubes, hysterectomy and bilateral salpingectomy: cervix with chronic cervicitis. Endometrium with atrophic endometrial glands and decidualized stroma, consistent with exogenous hormone effect. Myometrium with adenomyosis and leiomyoma. Left fallopian tube with endometriosis and adenomatoid tumor. Unremarkable right fallopian tube most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet & medical record received: events abnormal bleeding, vaginal bleeding, dental problems,gerd, hiatal hernia, shigella colitis , mood swings, bacterial vaginosis, uti, nausea, pain pelvic, mood disorder, ptsd ,vaginal discharge, weight loss, other; fibroid uterus, bilateral ovarian cysts, vertigo, vaginal pain are added. Lab data updated. Concomitant & historical conditions and drugs are added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("preformation of the uterus"), device dislocation ("device migration / device malposition"), genital haemorrhage ("abnormal bleeding (general)") and bacterial colitis ("shigella colitis") in an adult female patient who had assure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they were having a hard time placing the essure device in one of my fallopian tubes" and device ineffective "device ineffective". The patient's past medical history included loop electrosurgical excision procedure in 2000, oral surgery, heartburn and pap smear abnormal. Concurrent conditions included dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included doxycycline, medroxyprogesterone (depo provera), metronidazole (flagyl) and omeprazole. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("severe menustral cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), micturition urgency ("bladder or urinary problems or changes: urinary urgency "), urinary incontinence ("bladder or urinary problems or changes: urinary incontinance "), mood swings ("hormonal changes; mood swing"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive condition; gerd"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bacterial colitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), menorrhagia ("persistent increased menustral flow"), cyst ("cysts"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), tooth extraction ("dental problems"), hiatus hernia ("hiatal hernia"), pelvic pain ("pain"), affective disorder ("persistent mood disorder"), post-traumatic stress disorder ("ptsd"), weight decreased ("weight loss"), uterine leiomyoma ("fiboid uterus"), ovarian cyst ("ovarian cyst"), vertigo ("vertigo"), female sexual dysfunction ("apareunia(inability to have sexual intercoarse)") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, bacterial colitis, abdominal pain, abdominal pain lower, hypoaesthesia, paraesthesia, cyst, amnesia, dyspareunia, depression, anxiety, vaginal haemorrhage, micturition urgency, urinary incontinence, tooth extraction, hiatus hernia, mood swings, bacterial vaginosis, urinary tract infection, nausea, pelvic pain, affective disorder, post-traumatic stress disorder, vaginal discharge, weight decreased, uterine leiomyoma, ovarian cyst, vertigo, female sexual dysfunction and vulvovaginal pain outcome was unknown, the back pain, headache, migraine, dysmenorrhoea, fatigue and gastrooesophageal reflux disease was resolving and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, affective disorder, amnesia, anxiety, back pain, bacterial colitis, bacterial vaginosis, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, hypoaesthesia, menorrhagia, micturition urgency, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, post-traumatic stress disorder, tooth extraction, urinary incontinence, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: they were having a hard time placing the essure device in one of my fallopian tubes. Findings: re-demonstration of essure protruding from left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in june 2005: total bilateral occlusion. (B)(6) 2014: surgical pathology report uterus, bilateral tubes, hysterectomy and bilateral salpingectomy: - cervix with chronic cervicitis. - endometrium with atrophic endometrial glands and decidualized stroma, consistent with exogenous hormone effect. - myometrium with adenomyosis and leiomyoma. - left fallopian tube with endometriosis and adenomatoid tumor. - unremarkable right fallopian tube most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event they were having a hard time placing the essure device in one of my fallopian tubes added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), device dislocation ("device migration / device malposition"), genital haemorrhage ("abnormal bleeding (general)") and bacterial colitis ("shigella colitis") in an adult female patient who had essure (ess205) (batch no. 12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "they were having a hard time placing the essure device in one of my fallopian tubes". The patient's medical history included loop electrosurgical excision procedure in 2000, oral surgery, heartburn and pap smear abnormal. Concurrent conditions included dysfunctional uterine bleeding, menometrorrhagia, vaginal bleeding, abdominal pain, abdominal cramps, diarrhea, blood in stool, vomiting, blood in stool, anemia and hypocalcemia. Concomitant products included doxycycline, medroxyprogesterone acetate (depo provera), metronidazole (flagyl) and omeprazole. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), micturition urgency ("bladder or urinary problems or changes: urinary urgency "), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence "), mood swings ("hormonal changes; mood swing"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive condition; gerd"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bacterial colitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), menorrhagia ("persistent increased menstrual flow"), cyst ("cysts"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), hiatus hernia ("hiatal hernia"), pelvic pain ("pain"), affective disorder ("persistent mood disorder"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cyst"), vertigo ("vertigo"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and vulvovaginal pain ("vaginal pain"), underwent tooth extraction ("dental problems") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, bacterial colitis, abdominal pain, abdominal pain lower, hypoaesthesia, paraesthesia, cyst, amnesia, dyspareunia, depression, anxiety, vaginal haemorrhage, micturition urgency, urinary incontinence, tooth extraction, hiatus hernia, mood swings, bacterial vaginosis, urinary tract infection, nausea, pelvic pain, affective disorder, post-traumatic stress disorder, vaginal discharge, weight decreased, uterine leiomyoma, ovarian cyst, vertigo, female sexual dysfunction and vulvovaginal pain outcome was unknown, the back pain, headache, migraine, dysmenorrhoea, fatigue and gastrooesophageal reflux disease was resolving and the menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, affective disorder, amnesia, anxiety, back pain, bacterial colitis, bacterial vaginosis, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, hypoaesthesia, menorrhagia, micturition urgency, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, post-traumatic stress disorder, tooth extraction, urinary incontinence, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: they were having a hard time placing the essure device in one of my fallopian tubes. Findings: re-demonstration of essure protruding from left fallopian tube. 5 coils visualized in ostium on right, 4 coils visualized on left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterus, bilateral tubes, hysterectomy and bilateral salpingectomy: cervix with chronic cervicitis. Endometrium with atrophic endometrial glands and decidualized stroma, consistent with exogenous hormone effect. Myometrium with adenomyosis and leiomyoma. Left fallopian tube with endometriosis and adenomatoid tumor. Unremarkable right fallopian tube. Coils in place in right and left fallopian tubes. 5 coils visualized in ostium on right, 4 coils visualized on left. Ultrasound scan - in (B)(6) 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.